Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's weight was (B)(6) pounds. The cause of the pump inversion was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the outcome of the event resolved without sequelae on (B)(6)2018. Intervention included the pump and catheter were repositioned. The pump was re-secured and the catheter was modified on (B)(6)2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving compounded baclofen 500mcg/ml for a total dose of 50.03mcg/day via an implantable pump for it was reported on (B)(6) 2017 upon examination, the hcp found that the pump had inverted when patient came in for refill. The hcp recommended a pocket revision. The outcome of the event was noted as ongoing. The clinical diagnosis was pump inversion. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was possibly related. No patient symptoms were reported. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the interventions was updated to no action taken. No further complications were reported/anticipated.